Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements due to lead migration and phrenic nerve stimulation as patient being seen in the emergency room due to pain and low heart rate of thirties beats per minute. As being was noted upon echo and computed tomography angiography scan; a small perforation was diagnosed. A latitude interrogation was performed which showed loss of capture at maximum output. This rv lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.